Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The arm of the ventilator was touching user interface and causing vibration and alarms. The arm was adjusted. Functional testing and safety check to factory specifications. Returned to customer and cleared for clinical use. The received logs confirmed the reported problem on (B)(6) 2020.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error indicating internal communication error. There was no patient harm. Manufacturer's ref #: (B)(4).